Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens implant procedure the surgeon noticed scratch on the lens after implanting. The cartridge used was noted to be damaged, surgeon suspects this is the reason for scratch. Additional information has been requested.